Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited repeated primary audible alarm. No patient involvement reported.

Manufacturer narrative:
Returned device was received in decent physical condition. However, the top case was cracked by the front right bottom corner, the battery door was cracked and the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be replicated by analysts. The interconnect board and speaker were replaced as preventive measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.